Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Patient entered car and cannot recall what happened after that. Dexcom displayed about 70cgm. Patient could not confirm whether trend was rapidly falling or why finger stick value was not taken for comparison. Patient left work and wanted to drive home, but ended up driving to the wrong city and being found by the police in the car. Police brought patient to hospital where the patient was treated with glucose fluid. Patient has been released from initial hospital ((B)(6) 2019) and is being trained on diabetes management. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Device availability - correction "yes".

Event description:
It was reported that when the patient was at the hospital, their blood sugar was tested it and it was about 46 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator.